Event description:
Affiliate reported that an x-ray confirmed the "spring" of the valve has been dislodged. As a result, the device was revised.

Manufacturer narrative:
Upon completion of the investigation, a follow-up report will be filed.